Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer received a reading of 360 mg/dl on his adc freestyle libre sensor and subsequently self-treated with insulin (dose/type unknown). Sometime later, the customer experienced dizziness and weakness and a reading of 30 mg/dl was obtained on the freestyle libre built-in reader. Customer's girlfriend treated him with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial number was not provided. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history reivew) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted and determined there were no tripped trends identified. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's mother reported the customer received a reading of 360 mg/dl on his adc freestyle libre sensor and subsequently self-treated with insulin (dose/type unknown). Sometime later, the customer experienced dizziness and weakness and a reading of 30 mg/dl was obtained on the freestyle libre built-in reader. Customer's girlfriend treated him with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.